Manufacturer narrative:
Additional information/correction: g3.

Event description:
The customer reported broken case. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken rear case, front case, right iui and module latch. Replaced corroded patient connector pcb. Replaced contaminated left iui. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the rear case - damaged/ cracked (upper right & left corner). A review of the device history record showed the device had a manufacture date of 07 aug 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken case. There was no patient involvement.